Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr ous 3.00 x 32mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 18.7cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination.

Event description:
It was reported that the shaft break occurred. The 92% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, resistance and hard travertine prevented the tunnel from being drilled. The device failed to cross the lesion even after several attempts have been made and in the process, the shaft of the stent broke. The device was removed intact, and the procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that the shaft break occurred. The 92% stenosed target lesion was located in the severely tortuous and severely calcified distal left anterior descending artery. A 3.00 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, resistance and hard travertine prevented the tunnel from being drilled. The device failed to cross the lesion even after several attempts have been made and in the process, the shaft of the stent broke. The device was removed intact, and the procedure was completed with a different device. There were no patient complications nor injuries reported.